Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer (fse) replaced the front bezel; however, the issue persists intermittently. The fse is unable to access the service screen due to the intermittent failure. The fse reports the ventilator is showing there is a faulty battery. The fse replaced the battery and the issue was resolved.

Manufacturer narrative:
The removed ui pcba and front bezel were returned for analysis. Visual inspection of the returned ui pcba reveals signs of damage or contamination. The front bezel revealed no evidence of damage or contamination. A failure investigation (fi) was performed. The fi technician installed the front bezel into a fi ventilator to attempt to duplicate the reported issue. The front bezel was tested, and the customer complaint cannot be verified. The returned front bezel passed all testing. No failures were identified. The ui pcba was installed into the fi test user interface assembly (gui), and the gui will be reattached to the fi test ventilator. The ui pcba was tested and found that fb21 was contaminated, causing the power not to turn off. After cleaning/ preserving fb21, all testing passed.

Manufacturer narrative:
The field service engineer (fse) first went onsite, and the device could not be powered on or off. He had to unplug the battery and the power cable for it to shut down. Next, he tried to get to the diagnostic screen and was not able to because the device rebooted by itself. The fse went back again and replaced the front user interface assembly. Then the fse was able to see the battery error when the device powered on. The fse replaced the battery, and the issue was resolved. The patient or user involvement information has been requested, but the customer did not respond. There was no report of patient or user harm.

Manufacturer narrative:
Date of report: 16jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported the ventilator will not power off. The patient or user involvement information is unknown but has been requested. There was no report of patient or user harm.